Manufacturer narrative:
(B)(4) sales rep for company was able to take photographs of the screw after explant although the facility would not release the screw. Recorded the lot number. Physician sent x-rays. Possible contribution of non-union to point of stress. Company records reviewed and determined there had been no other reported failures since date of manufacture. Internal tests showed device from same lot could withstand greater than 500 lbs to break. Sending a specimen to third-party test lab for more extensive analysis. Appropriate action will be taken as necessary if results indicate device issue. Root-cause indeterminate at this time.

Event description:
Dr reported an 8.0mm screw broke in a patient. Patient presented at approximately 4 month post-op, after pt session she heard and felt a "pop" in her foot, and immediate pain and swelling in the midfoot. Two weeks later had it checked, x-rays revealed screw had failed at runout, but not at area of delayed union. Doctor removed the screw except broken portion approximately 1.5mm which remained in talus. Revised the tn non-union with plate and graft.